Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2017 with the following findings: a review of the black box showed several power on reset events after call service alarms. No evidence of power interruptions were found on or before the complaint. The battery compartment and cap were undamaged and fit securely. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The no power issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.